Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. When asked to clarify, they were not sure if the device was working, they reported that they had thought the device had changed their settings on their own but it did not. The cause of the device not working was determined as the most likely cause was that they thought so but they had raised their setting from 0.3 to 0.4 on program 2 around march 18, 2026, so now they were keeping record of how often they had to urinate based on the amount of fluids they drink throughout the daytime. The steps taken to resolve the issue was that they put their settings back to program 2 and raised it from 0.3 to 0.4 around march 28, 2026. It was unknown if the issue was resolved and they were not 100% sure but they think so. The steps taken to resolve the urgency was that it was now march 21, 2026 and they were keeping record of how often they had to urinate based on the amount of fluids they drink throughout each day (daytime). It was unknown if the issue was resolved and they were not 100% sure but they think so.

Event description:
On 2026-jan-07, information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incont inence and urinary/bowel dysfunction. It was reported that it didn't seem like their symptoms have changed that much since implant. Patient said within 25 minutes of being in the car they had urgency. Patient said they increased stim 0.1 to 0.2. Patient asked what 50% reduction would look like for them; recommended patient discuss with healthcare provider (hcp). Patient mentioned they sleep a lot. On 2026-jan-30, additional information was received from the patient. The patient reported that they are not sure if the device was working. The patient said they came home from surgery in december. They said it was set to .1 and gradually increased. The patient said that yesterday they had an urgency to urinate 4 times in an hour. The patient said they didn't recall when the symptoms started but believed it was mid-january. The patient said they were unable to sit in a car for 15 minutes without getting out of car to pee. The patient said that they increased the stimulator from .7 to .8 before calling the manufacturer. The patient confirmed they had access to their stimulator. The patient increased it to 0.9. The patient confirmed they could feel the vibration on their left side right near their perineum area. The agent reviewed and advised the patient to stay at that level and monitor symptoms. The patient said they were drinking a regular amount of water and asked if they need to lessen their water intake. The patient had a post op appointment on (B)(6) 2026 but at that time they were doing good. The patient said they would have a follow up appointment in july. The agent advised if the symptoms did not change to consult their doctor. On 2026-mar-18, additional information was received from the patient. When asked about their statement that they were not sure if the device was working, they reported they were describing issues with symptom control. The cause of the device not working was not determined. The most likely cause/contribution to the issue was that the customer service staff couldn't tell them nor help them because they told the patient they didn't know on their first call and that they had the patient set their device wrongly on the second call. As resolution, the patient called the manufacturing representative (rep) directly and they helped to set their device correctly, on the correct program # and setting # for stimulati on, the issue was resolved. As resolution for the urgency, on (B)(6) 2026, the rep corrected their device settings: program 3 and setting 3. On (B)(6) 2026, they checked the device and it said settings were on program 2 and setting 3. It didn't make sense how it changed and the patient can't get through a car ride 45 minutes long without urgency to urinate. They may try setting it at 4. It was unknown whether the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.